Event description:
It was reported that the patient had been experiencing dizziness. Interrogation revealed noise and a loss of capture on the right ventricular lead. Pacing settings were altered and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.